Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer reported the item fell apart during use. Additional information received on 18-may-2011 from dental assistant who stated the devices were used during procedures to remove decay and soft tooth structure. She reported the contra-angles loosened up while spinning around during the procedures and there was no harm to the patients. However, she said the dentist felt there was the potential for harm as the spinning device could come loose and cut the inner surface of a patient's cheek.